Event description:
The facility reports the resident was sitting in the lift chair when it tipped. The resident fell to the floor and the chair fell on top of them. The resident suffered a small skin tear to the right thumb.

Event description:
The facility reports the resident was sitting in the lift chair when it tipped. The resident fell to the floor and the chair fell on top of them. The resident suffered a small skin tear to the right thumb.